Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not sent back. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the laparoscopic surgery, the monitor of the endoscopic camera system displayed no image. The camera system was replaced and the surgery proceeded. Device inspection showed a fault with the main unit of the camera system due to damaged motherboard chips, which caused no image output. The damaged motherboard chips were replaced by a professional maintenance provider, restoring normal image display and enabling normal use of the device." No negative impact in state of health reported.